Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "[patient] has some problems with the femoral side and I would like to revise this. I am hoping to leave the tibia alone...can I have a new femur available, new bushings, a new rotating piece for the tibia (with poly) and a new axle and circlip..." Update 20 feb 2021: the x ray review stated the following " [..] The x-ray images provided show that the axle has backed out on lateral side indicating that the knee hinge has loosened, and the femoral component has disengaged with the tibial component".

Manufacturer narrative:
Update 01 apr 21: a further discussion was held with the clinician and senior investigator, the following was found: the loosening mentioned was not in relation to any loss of osseointegration, and the disassociation between the femoral stem and tibial component is just a consequence of the axle backing out, therefore 3004105610-2021-00012 for the femoral stem and 3004105610-2021-00036 for the tibial component will be cancelled.

Event description:
As reported: "[patient] has some problems with the femoral side and I would like to revise this. I am hoping to leave the tibia alone...can I have a new femur available, new bushings, a new rotating piece for the tibia (with poly) and a new axle and circlip..." Update 20 feb 21: the x ray review stated the following " [..] The x-ray images provided show that the axle has backed out on lateral side indicating that the knee hinge has loosened, and the femoral component has disengaged with the tibial component". Update 01 apr 21: a further discussion was held with the clinician and senior investigator, the following was found: the loosening mentioned was not in relation to any loss of osseointegration, and the disassociation between the femoral stem and tibial component is just a consequence of the axle backing out, therefore 3004105610-2021-00012 for the femoral stem and 3004105610-2021-00036 for the tibial component will be cancelled.